Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7079861/7080816.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible, and the leads were repositioned and remains implanted. The patient was doing well postoperatively and the explanted ipg will not be returned.